Event description:
Same case as: 2134265-2013-08833, 2134265-2013-08795. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The physician pressed the pullback button and 3 seconds later the automatic pullback stopped. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).